Event description:
It was reported that the t: slim x2 pump battery would not charge, and an alert indicated a power source issue. The customer initially used a third-party wall adapter instead of the tandem wall adapter. Technical support advised the customer to connect the adapter to a functioning outlet for at least 30 minutes. There was no adverse impact to the customer's blood glucose level. Eventually, the pump began charging using the original charging supplies, and no further assistance was required.